Event description:
A distributor reported on behalf of a healthcare facility in south korea that three rt380 adult dual-heated evaqua2 breathing circuits failed the ventilator leak test prior to patient use. There were no patient consequences.

Manufacturer narrative:
(B)(4). Section d4 and h4 device 1: lot#: 2102648491; date of manufacturing: 10 june 2023; UDI: (B)(4).device 2: lot#: 2102647689; date of manufacturing; 13 june 2023; UDI: (B)(4). Device 3: lot#: 2102647689; date of manufacturing; 13 june 2023; UDI: (B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuits have been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Section d4 and h4 device 1: lot#: 2102648491; date of manufacturing: 10 june 2023; UDI: (B)(4). Device 2: lot#: 2102647689; date of manufacturing; 13 june 2023; UDI: (B)(4). Device 3: lot#: 2102647689; date of manufacturing; 13 june 2023; UDI: (B)(4). Section h10: method: the complaint rt380 adult dual heated evaqua2 breathing circuits were returned to fisher & paykel (f&p) healthcare in new zealand, where they were visually inspected and leak tested. Results: visual inspection of the returned rt380 adult dual heated evaqua2 breathing circuits did not identify any physical damage. Leak testing confirmed that all three breathing circuits were within specification. Conclusion: we were unable to determine what may have caused the failed leak test as reported by the customer, as no fault was found with the returned devices. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in south korea that three rt380 adult dual-heated evaqua2 breathing circuits failed the ventilator leak test prior to patient use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in south korea that three rt380 adult dual-heated evaqua2 breathing circuits failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section d4: UDI details updated. Section d4: expiration date added. Section d4 and h4: device 1: lot#: 2102648491; date of manufacturing: 10 june 2023; UDI: (B)(4). Device 2: lot#: 2102647689; date of manufacturing; 13 june 2023; UDI: (B)(4). Device 3: lot#: 2102647689; date of manufacturing; 13 june 2023; UDI: (B)(4). Section g1: contact person updated to (B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuits were returned to fisher & paykel (f&p) healthcare in new zealand, where they were visually inspected and leak tested. Results: visual inspection of the returned rt380 adult dual heated evaqua2 breathing circuits did not identify any physical damage. Leak testing confirmed that all three breathing circuits were within specification. Conclusion: we were unable to determine what may have caused the failed leak test as reported by the customer, as no fault was found with the returned devices. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."